Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus select ous mr 32 x 2.75 mm stent delivery system, catheter was returned for analysis without its distal shaft section containing the crimped stent, delivery balloon and inner/outer shaft polymer extrusion. An examination of the crimped stent could not be performed as the distal region of the device was not returned. The balloon cones could not be reviewed, as the distal region of the device containing the balloon was not returned. A visual and microscopic examination of the bumper tip could not be performed, as the distal region of the device containing the tip was not returned. A visual and tactile examination of the hypotube shaft found a break situated at 108.4cm distal to the distal end of strain relief as well as multiple hypotube kinks along the length of the shaft. A visual and tactile examination of the outer, mid-shaft section and inner lumen could not be performed, as the distal region of the device containing the shaft polymer extrusion was not returned. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via brachial artery. The 80% stenosed 32mm x 2.75mm target lesion was located in the severely tortuous and mildly calcified left circumflex coronary artery. A 32 x 2.75 promus premier select drug-eluting stent was advanced, however, during procedure even after trying couple of times stent still failed to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient is stable. However, returned device analysis revealed hypotube break.